Event description:
Pt had a thyroid biopsy in 2002. The biopsy caused a hole in her carotid artery, which she states was repaired with a dacron patch. Facility denies implanting the dacron patch and states her medical records do not show a patch was implanted. Complainant states the facility is denying she had the surgery and has committed "multiple felonies." Pt states that she was seen multiple providers and none are willing to put in writing that she has a dacron patch, which she states has been infected since implant. Pt demanded that an investigator visit the facility and look through their records for 2002 to find a missing serial number for a dacron patch. Pt states she is "dying." Pt states she filed complaints with the medical boards. The patch is causing a blood clot that is endangering her life. This has been 'festering for 3 yrs. The doctor that placed the patch will not remove it.